Manufacturer narrative:
The complaint for thv dislodged off balloon during withdrawal through sheath was unable to confirmed due to unavailability of returned device or imagery provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''it was a 26mm sapien 3 ultra transcatheter heart valve implant in the aortic position via a transaxillary approach. During the procedure, when pulling back the flex catheter to position it off the balloon during valve deployment, the operator mistakenly pushed the sheath as well. This caused the valve to move over the balloon towards the tip and dislodge from the commander delivery system''. In this case, while pulling the flex catheter back to inflate the balloon, excessive manipulation of the device may have pushed the sheath deeper into the patient. This can cause the sheath tip to interact with the crimped valve, potentially moving the valve through the nose tip and provoking it to dislodge from the delivery system. Available information suggests that use error (interaction between crimped valve and sheath) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in spain, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in the aortic position via a transaxillary approach, during the procedure, when pulling back the flex catheter to position off the balloon during valve deployment, the operator mistakenly pushed the sheath as well. This caused the valve to move over the balloon towards the tip and dislodge from the commander delivery system. The valve remained in the ventricle, trapped by the guidewire. The patient underwent surgery to remove the valve, and a non-edwards surgical valve was implanted instead. The patient was doing well post-surgery.

Manufacturer narrative:
The investigation is ongoing.